Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm and duplicate the reported issue. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly. The fsr performed the operational verification procedure and reported the device is operational according to service specifications. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported the error happened twice after performing the user verification test. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The pt802 has failed. This issue will be internally investigated within vyaire.